Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 10:30pm for a high blood glucose level of 528 mg/dl. It is reported that a customer has physical damage in the form of cracks on their insulin pump. The mother was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The mother sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.